Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user) test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error. Pharmacist is calling on behalf of the customer. The e-2 error occurred when the blood sample was absorbed. The customer is using the correct test strips. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/21/2020 test strips were opened about three months ago. Customer did not have any more test strips available. At the time of the call, the customer reported symptoms of fatigue and weakness; customer stated she would try to go to the hospital. No further information was able to be obtained.